Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Refitted the power cord and problem resolved. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. Refitted the power cord and problem resolved.

Event description:
The hospital reported a malfunction during a case causing a loss of mechanical ventilation. The patient was manually ventilated, unit replaced and case resumed. There was no report of patient injury.